Event description:
Event verbatim [preferred term] indication: haemoptysis/bronchial artery embolization [off label use], indication: haemoptysis/bronchial artery embolization [device use issue], indication: haemoptysis/bronchial artery embolization/re-bleeding/recurrent haemoptysis [drug ineffective for unapproved indication], , narrative: this is a literature report for the following literature source(s): "long term effects of bronchial artery embolization in korean patients with haemoptysis", respirology, 2006; vol:11(6), pgs:776-781, doi:10.1111/j.1400-1843.2006.00946.x. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for bronchial artery embolisation. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (hospitalization, intervention required, medically significant), device use issue (hospitalization, intervention required, medically significant), outcome "unknown" and all described as "indication: haemoptysis/bronchial artery embolization"; drug ineffective for unapproved indication (hospitalization, intervention required, medically significant), outcome "unknown", described as "indication: haemoptysis/bronchial artery embolization/re-bleeding/recurrent haemoptysis ". The patient underwent the following laboratory tests and procedures: angiogram: unknown results; aspergillus infection: unknown results; bronchoscopy: unknown results, notes: performed to help identify the bleeding foci; computerised tomogram thorax: unknown results, notes: performed to help identify the bleeding foci; amount of haemoptysis: unknown results, notes: units: ml/24h; pulmonary function test: unknown results. The action taken for absorbable gelatin was unknown. Clinical course: patients were separated into a re-bleeding group, defined as those who required readmission to control recurrent haemoptysis, and a non-rebleeding group. No follow-up attempts are possible. No further information is expected. Follow-up (21nov2023): this is a follow-up report from product quality group providing investigation results: conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability., comment: the events of off label use, device use issue and drug ineffective for unapproved indication are assessed as serious, associated with the product absorbable gelatin (gelfoam), and listed in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.

Manufacturer narrative:
Conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] indication: haemoptysis/bronchial artery embolization [off label use], indication: haemoptysis/bronchial artery embolization [device use issue], indication: haemoptysis/bronchial artery embolization/re-bleeding/recurrent haemoptysis [drug ineffective for unapproved indication], narrative: this is a literature report for the following literature source(s): "long term effects of bronchial artery embolization in korean patients with haemoptysis", respirology, 2006; vol:11(6), pgs:776-781, doi:10.1111/j.1400-1843.2006.00946.x. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for bronchial artery embolisation. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (hospitalization, intervention required, medically significant), device use issue (hospitalization, intervention required, medically significant), outcome "unknown" and all described as "indication: haemoptysis/bronchial artery embolization"; drug ineffective for unapproved indication (hospitalization, intervention required, medically significant), outcome "unknown", described as "indication: haemoptysis/bronchial artery embolization/re-bleeding/recurrent haemoptysis ". The patient underwent the following laboratory tests and procedures: angiogram: unknown results; aspergillus infection: unknown results; bronchoscopy: unknown results, notes: performed to help identify the bleeding foci; computerised tomogram thorax: unknown results, notes: performed to help identify the bleeding foci; amount of haemoptysis: unknown results, notes: units: ml/24h; pulmonary function test: unknown results. The action taken for absorbable gelatin was unknown. Clinical course: patients were separated into a re-bleeding group, defined as those who required readmission to control recurrent haemoptysis, and a non-rebleeding group. No follow-up attempts are possible. No further information is expected., comment: the events of off label use, device use issue and drug ineffective for unapproved indication are assessed as serious, associated with the product absorbable gelatin (gelfoam), and listed in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.